Event description:
The customer called to report an alarm as well as a motor error alarm. Troubleshooting was performed and the insulin pump alarmed no delivery during the displacement test. Advised the customer to revert to a back-up plan as the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the motor displacement test then alarmed error and motor error during rewind. Problem isolated to the mother board. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the error alarm and motor error alarms during rewind.